Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested. Synthes is unable to determine manufacturing date. Additional information has been requested.

Event description:
The lcp distal femur plate broke in situ. Also, noted were two broken locking screws.